Event description:
The customer reported via phone call that he had a no delivery alarm. Customer removed the reservoir and tried another one and had no problems. Customer stated that the other reservoir was stuck. Customer reported that the alarm was resolved by a reservoir change. Customer does not want to return the set for analysis. Customer would like to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.